Event description:
The patient arrived on march 1st, 1994 with the following pre-dialysis vital signs: weight - 60.6 kg (4.9 kg weight gain). Temp - 97.6. Pulse - 83. Blood pressure (sitting) 194/91. Blood pressure (standing) 164/75.the patient's physical condition was stable prior to the initiation of the dialysis treatment although the patient did complain of slight shortness of breath upon arrival. The dialysis treatment was initiated without incident at 9:35 am using a hospal monitral s/gs machine on a 2 meq potassium bicarbonate with dextrose dialyzing solution. The patient was run on a 400 ml/min blood flow rate, 500 ml/min dialysate flow rate and 1.42 liters/hr ultrafiltration rate. The patient's blood pressure at the time the treatment began was 211/86.at 10:30 am, the patient began to complain of feeling cold and stated that she "ached all over". The blood pressure at this time had dropped to 107/45. Ultrafiltration was discontinued and the blood pressure was stabilize initially, but shortly after 11:00 am, the patient complained of chills, nausea, and lower back pain. At 11:20 am, the patient's treatment was discontinued without returning the blood in the dialysis circuit. Patient blood cultrues and machine cultures were obtained and sent to an offsite lab for analysis. The patient's temperature at this time was 98.3 degrees f.the patient's treatment was re-initiated on a new dialyzer and a different dialysis machine once her condition had stabilized at 11:45 am. Ten minutes later, the treatment was once again discontinued due to nausea, chills and lower back pain. The patient's temperature at this time was 98.9 degrees f.over the next hour and a half, the patient's condition began to deteriorate. She suffered numerous episodes of diarrhea and her body temperature continued to rise. At the time of her discharge from this center, the patient had a temperature of 101.2 degrees f. Due to this continued deterioration of the patient's condition, she was sent by ambulance to the hospital with a suspected severe bacterial and/or pyrogen reaction. She remained in the hospital for 7 days for treatment of congestive heart failure and symptoms secondary to a pyrogen reaction.